Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ate less food than they had delivered a bolus for and blood glucose (bg) decreased to 46 mg/dl. Reportedly, the customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.